Manufacturer narrative:
An internal film evaluation was completed. A ppt slide and several video¿s from the angiogram procedure were reviewed. The patient had a previously implanted aneurx stent graft, and was noted to have a 8cm diameter type 4 thoraco-abdominal aortic aneurysm (taaa), as well as a large left common iliac artery aneurysm. The plan was to perform a staged approach, including a left hypogastric artery occlusion procedure prior to the chimney evar procedure (chevar) with snorkeling of the celiac, sma and right renal artery. The aneurx device was seen positioned several cm¿s below the visceral vessels and there was a proximal type I endoleak; the device was patent. The left common iliac artery was noted to be aneurysmal as contrast was seen outside the bell-bottom aneurx left limb. After placement of the three snorkels/sheaths and implanting of the endurant aui, the first two sheaths were noted to have been removed without difficulty however the 3rd sheath did not come free. The type and manufacturer of the stent and sheath could not be determined, and images during attempts to remove the sheaths were not seen in the films. The aui was seen implanted approximately 10cm above the proximal margin of the aneurx, and was extended into the aneurx devices. Final angiogram showed contrast outside the aui from a possible type I or type IV endoleak, with patent stent grafts and patent snorkeled vessels. No other stent graft issues were observed. The cause of the sheath removal difficulties could not be determined from the films provided. Per the physician, the cause of this event was not a device related. The cause of the endoleak seen following implant of the aui could not be determined. These events may be related to off-label use; implanting to treat a thoraco-aaa. The patient refused intervention. Information regarding the anatomy at the original evar implant and earlier post-implant images of the aneurx devices were not available for review.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that currently the patient has an 8 cm type 4 taaa and a large left common iliac artery aneurysm. The left hypogastric artery occluded a few days prior to the procedure. A spinal drain was placed the day before the procedure. The physician elected to snorkel the celiac artery, sma and right renal artery. There were three sheaths inserted for the delivery of the device for snorkeling devices. The endurant aui stent graft was implanted. The first two sheaths were removed without difficulty; the third sheath became stuck on the stent graft. The physician was able to pull the sheath out however post procedure there is a possible type I endoleak. The patient refused further treatment. The physician stated that this event is not a device related failure, it was an interesting problem that can be encountered with chevar. No additional clinical sequelae were reported.